Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low and elevated blood glucose (bg) levels (bg values not provided). Customer delivered a correction bolus to address elevated bg. Although requested, customer declined to provide additional information and declined tandem technical support's offer to troubleshoot.